Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a teaching procedure in a cadaver lab, it was observed that the motor device gave an immediate e6 error code; however, the handpiece lock was still engaged and had not even been used yet. It was confirmed that the event did not occur during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that the device failed thermistor assessment. During repair, it was observed that the flex-circuit was worn out and caused the device to fail thermistor assessment. It was determined that the failure was caused by worn out motor components. The assignable root cause was determined to be due to wear normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.